Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she had been having high blood glucose suddenly and no specific event; changed site and eventually blood glucose would go high again. The customer reported that she had gastrointestinal issue. The customer was not able to give exact readings. The customer treated high blood glucose with a bolus of 8.8 units. The customer reported that blood glucose was 589mg/dl at 11 pm and 392mg/dl at 11:34 pm. The customer reported stated she feels dizzy, but due to vertigo. Blood glucose at that time was 472 mg/dl. The customer reported that they do not have the tubing clamp to perform high pressure test. The customer will call back after receiving tubing camp. The insulin pump will not be returned for analysis.